Event description:
It was reported to globus that both transition rods broke below cranial screws next to the fusion level. A revision surgery was necessary to remove the broken rods. The revision surgery took place (B)(6) 2013, in (B)(6).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation and the investigation is ongoing. We expect the device to be returned shortly for evaluation, and we will provide additional information at the completion of our investigation.